Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds at high output. The lead was explanted and replaced successfully. The patient was in stable condition.